Event description:
Customer called via phone call, after customer had been advised by customer's doctor to report the cosmetic damage on the insulin pump. Customer's blood glucose was 32 mg/dl, treated with food. Customer declined troubleshooting for low blood glucose, though damage on the insulin pump was reported. The insulin pump had three cracks on the battery cap. Due to the damage customer was advised to discontinue use of the device, revert to back, and the insulin pump had to be replaced. Customer agreed to return the insulin pump for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.